Event description:
Customer reported a potential biohazard and chemical exposure occurred when using the unicel dxh 800 coulter cellular analysis system. There was a leak of clear fluid and human blood from the nrbc (nucleated red blood cell) mix chamber of the unicel dxh 800 coulter cellular analysis system. The operator was wearing appropriate personal protective equipment. There was no contact with the biohazardous material. There was no report of death, serious injury or required medical attention associated with this event.

Manufacturer narrative:
On (B)(4) 2012, a beckman coulter field service engineer evaluated the analyzer. The cause of the leak was determined to be an obstruction of rubber debris in the nrbc mixing chamber. The obstruction was removed and the system was verified as performing to specifications. Product labeling was also evaluated. In part number (B)(4), warning and precautions, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer